Event description:
Freestyle libre 3 plus continuous glucose monitoring sensor malfunction caused heavy sugars intake which resulted in increased blood sugars and increased a1c for several months. The manufacturer, abbot, listed bad sensor numbers on their website is incomplete and misleading, the most recent sensor I had used with serial number (B)(6) has not been listed as faulty but it's functionality proven to be faulty. I have attempted to contact abbot customer service and the agent said he will call me back due to bad line connection issue on their end. Never got a call back even after 7 days of waiting. Several 15 days sensors showed at least 40 points less than actual blood sugar levels consistently for months which resulted in constant sleep depravation and increased sugar intake. All this resulted negatively on my physical and mental health and wellbeing.